Event description:
It was reported that the insulin pump had blank display. Customer's blood glucose was unknown. Troubleshooting was done. The customer was advised to monitor the insulin pump and battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.